Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient was having an increase in symptoms and was in the emergency room (ER) the two weekends prior to the report. The reporter stated that the patient needed an adjustment on his device. Follow-up with the patient's healthcare provider indicated that it was uncertain what the cause of the event was. The patient reportedly had "gastric pm adjustments" on (B)(6) 2012 and (B)(6) 2013. Signs and symptoms associated with the event were nausea and coffee ground vomitus. It was noted that the patient required hospitalization. Patient outcome was reported as a non-serious illness and the patient recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).